Manufacturer narrative:
A ge rep evaluated the system and re-loaded software. After unplugging the x-ray switch on the doghouse, the error went away. The switch was then replaced. System operates as intended.

Event description:
The customer reported the system displayed a security error and locked up. No pt injury was reported.